Event description:
Pt reported that their meter/hcp meter comparison readings were 222mg/dl (ss) versus 118 mg/dl (hcp), respectively (88% difference). Tests were done approximately 1-2 hours apart. No symptoms were reported. On follow-up, pt confirmed above info. Meter is not cleaned according to MFR's product recommendations. Lfs rep reviewed cleaning and use of control solution. There was no allegation of harm.